Manufacturer narrative:
UDI(di): (B)(4).

Event description:
It was reported that the patient presented to the clinic for a routine device change out procedure. Upon interrogation, the pulse generator exhibited backup vvi operation. The device was explanted and replaced. No patient symptoms were reported.